Manufacturer narrative:
The surgeon did not request service for the system. The phaco handpiece was not sent for in-house testing. No samples were returned for investigation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (6) health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "occlusion" (occlusion without device). The nurse reported a corneal burn occurred. The occlusion bell was ringing during phaco. The surgeon noted the corneal burn. The wound was sutured. Additional information received from the surgeon stated, the pt had a shallow anterior chamber after capsulorhexis of the anterior capsule. The surgeon injected more viscoelastic in the anterior chamber. The surgeon began phaco and after a couple of passes the surgeon created a partial groove in the nucleus. The phaco tip was re-inserted into the anterior chamber and phacoemulsification resulted in a cloudy material at the phaco tip. This occurred after 1 second of phaco, a second attempt of 1-2 seconds of phaco resulted in a severe thermal burn to the cornea. The nurse stated the pt is doing well.